Event description:
Clinical report states that patient was revised to address loosening of the femoral component. Update (B)(4) 2012 - medical records were received. The revision operative report indicated that there was loosening of the femoral component as well as acetabular wear. Additionally debris-related osteolysis and poly wear was noted. The surgeon indicated that the acetabular component was well fixed, but mal-positioned. Due to poor bone quality the decision was made to leave the cup implanted, as it was ingrown, and compensate with the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2012 - medical records were received. The revision operative report indicated that there was loosening of the femoral component as well as acetabular wear. Additionally debris-related osteolysis and poly wear was noted. The surgeon indicated that the acetabular component was well fixed, but mal-positioned. Due to poor bone quality the decision was made to leave the cup implanted, as it was ingrown, and compensate with the liner. Doi: (B)(6) 1999. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.